Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer opened the back panel and reseated the rowboard cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that they were not able to issue meds due to the malfunction. There were no adverse events or injuries reported as a result of this event.